Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced a crack in the purge reservoir associated with purge alarms. An alternative purge system was put into place.

Manufacturer narrative:
The defective purge cassette alarm resolved after troubleshooting pertaining to the pump and was not a reoccurring alarm. The purge cassette was not replaced. This event has been deemed not reportable and no further reports are forthcoming.